Event description:
Customer stated that her old toothbrush was working intermittently and it would jerk on and off. She stated she was using the toothbrush and it knocked out her tooth, the tooth needed to be pulled and now she has a piece still in her gum that she has to have removed.